Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: she said she had a catheter in her possession that had a sort of gel at the end of the needle when she uncapped it. She then put the cap back on to put it aside and sent a picture of it, but when she uncapped it again the gel stuck to the cap. She specifies that the catheter has not been used.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: she said she had a catheter in her possession that had a sort of gel at the end of the needle when she uncapped it. She then put the cap back on to put it aside and sent a picture of it, but when she uncapped it again the gel stuck to the cap. She specifies that the catheter has not been used

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Upon inspection of the photo, it was identified that the un-retracted unit had a clear material of gel-like form on the tip of the catheter. In addition, the bevel of the needle appeared to be covered by the same material that could be identified as excessive lube. The reported issue of foreign matter is confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating excessive lube on the device. This could occur where the catheter is promptly dipped in the lube for tipping and or where the catheter and needle are assembled. A device history record review showed no non-conformances associated with this issue during the production of this batch.